Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient tested 3.5 inr on the coaguchek xs plus system and 2.0 inr on a comparison lab. Reporter stated that he took less of his marcumar medication. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.